Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the pulse generators header. The device was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).